Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report once evaluation is complete.

Event description:
One guidewire was sheared and one had enlargement that would not pass through.